Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
This device was not returned for evaluation; therefore, a root cause could not be determined for the event.